Event description:
It was reported that the device had failed plunger accuracy. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a: a1301 annex b: b01 annex c: c16 annex d: d03 annex g: g0301204 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿failed plunger position accuracy¿ was confirmed. Plunger position accuracy test was performed using asm. Syringe device failed plunger position accuracy test for 72 mm and 127 mm fixtures. Device was disassembled, original linear sensor was swapped for a known-good one. Plunger position accuracy test was performed again. Plunger position accuracy test passed with no issues. Device was observed to be operating as expected. On 04-dec-2024, syr device was received unboxed and with paperwork. External investigation did not confirm the reported problem. Internal investigation revealed a faulty linear sensor. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace faulty linear sensor. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger accuracy. There was no patient involvement.

Event description:
It was reported that the device had failed plunger accuracy. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿failed plunger position accuracy¿ was confirmed. Plunger position accuracy test was performed using asm. Syringe device failed plunger position accuracy test for 72 mm and 127 mm fixtures. Device was disassembled, original linear sensor was swapped for a known-good one. Plunger position accuracy test was performed again. Plunger position accuracy test passed with no issues. Device was observed to be operating as expected. ¿ on 04-dec-2024, syr device was received unboxed and with paperwork. ¿ external investigation did not confirm the reported problem. ¿ internal investigation revealed a faulty linear sensor. ¿ device to be returned to san diego repair center for normal processing. ¿ recommend bd san diego repair center to replace faulty linear sensor. ¿ failure investigation report attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.